Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that there was a sensor-off message with masimo tester + incorrect spo2 readings with masimo sensor between 75 - 90 %. Ms-board failure. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that with set tester and masimo sensor an occasional "bad sen" message was displayed and occasional anomalous spo2 fluctuations were observed. The sensor flex cable in device has 3 pins (3, 5, & 7) at j1 connector side not soldered. The flex instrument cable was replaced and the unit functioned as designed.